Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, broken belt clip slot and a cracked reservoir tube lip.

Event description:
Customer's mother reported a button error alarm on the insulin pump and stated that she is unable to clear it. It was also reported that moisture was visible under the screen of the insulin pump and the buttons had a slower response than usual. Customer's current blood glucose reading is 101 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.